Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "service required" alarm condition was observed in the device's downloaded error log. The device's internal tubing was found to be pinched and was replaced to address the issue.